Event description:
It was reported that the cd small aseptic batteries are heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The event for heat was not confirmed by the technician or engineer through functional evaluation. The event for replace displayed on the charger was duplicated. The battery was disassembled. The cells of the battery were affected by corrosion. Corrosion may cause the described event. The battery was placed in parts retention.

Event description:
It was reported that the cd small aseptic batteries are heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event